Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. It was confirmed there was a crack in the pump connecting tube. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The ms pump passed visual inspection and leak test. There were no visual damages or abnormalities found and it passed functional testing. Both cylinders were visually inspected, leak tested, and pressure tested. Both cylinders had a hole due to sharp instrument damage that occurred during explant. Both cylinders passed leakage and pressure tests. The spherical reservoir was visually inspected, and leak tested. The spherical reservoir krt had holes from sharp instrument damage that occurred during explant. The spherical reservoir passed leakage test. Product analysis was unable to identify device malfunction with the returned device.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. It was confirmed there was a crack in the pump connecting tube. The device was removed and replaced. There were no patient complications.